Event description:
It was reported that on (B)(6) 2008 a xience v stent was implanted in a de novo, proximal, left circumflex coronary artery and approximately 34 months later the patient expired of an unspecified cause. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xience v everloimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.